Event description:
A malfunction was reported on the customer's pump, identified by malfunction code 1. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller with resetting the pump; however, the malfunction recurred. As a result, technical support decided to replace the pump. The customer will temporarily use multiple daily injections for insulin delivery while waiting for the replacement pump.